Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat's knife head was fractured. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure probe tip broke off was confirmed. Based on the results of the investigation, it is likely that although the cause has not been identified, based on past investigation results, it is possible that this issue was caused by contact with other devices or non-insulated parts. During output in seal & cut mode, the probe came in contact with hard tissue, metal, or a surgical instrument. The load of the seal and cut output and the tissue gripping was applied to the probe, causing a crack to form at the scratch, making it impossible to output. The probe broke when added load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.